Event description:
During follow-up, loss of capture and decreased sensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed that the lead was dislodged. The lead was explanted and replaced and the patient was stable following the procedure.

Manufacturer narrative:
The field complaint was not confirmed. A complete lead was returned for analysis. The lead was cleaned and by applying direct torque to the inner coil, the helix could be fully retracted and extended. The full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual analysis found damage consistent with that occurring at time of explant.